Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 470 mg/dl. The patient had a headache as a result of the hyperglycemia. She was treating by bolusing with the insulin pump. She was also given an IV. The customer's current blood glucose was 181 mg/dl. No troubleshooting occurred, and no products were returned or replaced.